Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history record review was performed and revealed no issues that could have caused or contributed to the issue. Upon conclusion of the investigation, the cause was determined to be due to a false empty detect and use error of inappropriately bypassing the low drain volume (ldv) alarm, not including the initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:33:29. During night drain cycle four, the patient's ultrafiltration reading was 2172 ml, indicating the home patient drained 2172 ml more than their maximum programmed fill volume of 2500 ml. No additional information is available.